Event description:
The customer was admitted to the hospital for high blood glucose levels and diabetic ketoacidosis. Customer stated that she went to the hospital thinking it was the flu. It was reported that the cannula was slightly kinked when the infusion set was removed. Troubleshooting was performed and pump did not alarm during the high pressure test.

Manufacturer narrative:
Analysis and testing of the pump showed that it passed all functional testing. This unit had cracked reservoir tube, reservoir window and case.